Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the catheter fractured. While a taxus express2 3.5 x 16 mm stent was being loaded onto a guide wire, the distal end of the monorail portion of the balloon catheter fractured. The catheter never entered the pt's body. The procedure was completed using another of the same device, with no reported injuries or complications.